Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had fallen around the end of (B)(6) 2019 and again in early (B)(6) 2019. The patient was feeling stimulation in their legs but they reported they also felt a sensation in their neck and jaw. Since the first fall, the patient had recharged the ins but they only got the ins charged to 40%. The rep met with the patient on (B)(6) 2019 but the patient didn't bring their controller or recharger module to the appointment. The rep also reported they were unable to communicate with the ins using their tablet. It was reviewed that the since the ins was in a discharged state,the sensation in the neck and jaw was likely due to something other than the device/therapy. Troubleshooting could not be performed due to lack of access to the patient's equipment, so the rep reported they would schedule another appointment with the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-28. The patient¿s weight in (B)(6) 2019 was unknown. The stimulation should be in the patient¿s legs. The cause of the feeling in their jaw has not been determined. The patient tried to charge past 40% but was unable to. The rep is scheduled to meet with the patient for troubleshooting on (B)(6) 2019. The patient came back on (B)(6) 2019 and the rep was able to charge the battery and communicate with the battery. The battery was overdischarged on the (B)(6) when they first met. The device is working correctly. The healthcare professional (hcp) had x-rays taken to look at the leads which are still in place and impedances are in range. This information was confirmed with the physician/ account. No further complications were reported/are anticipated.